Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), dyspareunia ("painful sex"), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods") and migraine ("migraines"). The patient was treated with surgery (surgery to remove implant device/hysterectomy). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, menstrual disorder and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depressive disorder, urinary tract infection, bipolar disorder, hypertension, seizure, suicidal ideation, ureterolithiasis (cystoscopy with stent) and pyelonephritis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), dyspareunia ("painful sex"), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods"), migraine ("migraines"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy/bso). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, menstrual disorder, migraine, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received. New reporter added. Patient's demographic added. Medical history added. New event added: menorrhagia, dysmenorrhea. Surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), dyspareunia ("painful sex"), genital haemorrhage ("unusual bleeding"), menstrual disorder ("unusual periods") and migraine ("migraines"). The patient was treated with surgery (surgery to remove implant device/ hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, menstrual disorder and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.